Manufacturer narrative:
(B)(4). The sample was not available for evaluation because it was discarded due to blood contamination. The manufacturer, product code and lot number are unknown. Therefore, an assignable root cause could not be determined.

Event description:
The facility reported a flo-gard pump with a mechanism involving the safety clamp that pierced a pinhole into the unknown tubing, product code unknown, lot number unknown. This occurred in the telemetry department. The hole in the tubing occurred during use on a patient for a blood transfusion. An unknown amount of blood leaked out and it is unknown if the blood was the patients or the transfused blood. Confirmed there was no patient injury associated with the event. The facility has had three occurrences of such a hole that they believe may be caused by the safety clamp because that is where the hole is located. The customer did not know what kind of tubing was used and it was discarded due to blood contamination. Writer asked if the tubing could be identified. The customer did not know as they house many different tubing sets. Writer requested in the future they retain samples so, an evaluation could be performed and the customer will make the staff aware of this. There was no patient injury or medical intervention associated with this event. No additional information is available.